Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was driving home from a their doctor's office when suddenly his vision became blurry and he crashed into the guardrail. A bystander called emergency medical services (ems) and when paramedics arrived, they gave him glucose gel to eat and started IV medication. The patient had no injuries and did not remember the cgm or bg finger stick values at the time of the accident. He did recall that earlier at his doctor appointment the cgm value was 70 mg/dl. At some point in the day the cgm value was 358 mg/dl and the bg finger stick was 273 mg/dl, however the exact time of these values was not provided. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.